Manufacturer narrative:
(B)(4). The dual lead cannulated 6mm tap (product code: 2867-15-600n, lot number: ng33677) was returned to the complaints handling unit (chu) on may 5th, 2016. The tap was broken at its neck. The tip was deformed and tissue was visible on its threads and in its cannula, indicating that it was used during breakage. It was then sent for fracture analysis. Optical imaging of the fractured surface reveals plastic deformation and torsional shear markings following a circular pattern around the cannulation. This suggests the tap underwent a quasi-static torsional shear failure. Imaging of the fractured surface on the head of the tap reveals evident damage likely due to the removal of the segment post failure. No material defects or other abnormalities were observed in this analysis. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the tap breaking cannot be determined from the sample and information provided. Fracture analysis has determined that a potential root cause may be a quasi-static torsional shear failure, potentially due to higher than expected forces on the tap during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Threaded tip of instrument was broken in the pedicle of patient. The fragment could removed.